Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur to due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2013 and a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on the left side due to tibial subsidence on (B)(6) 2015. All components were removed and replaced with total knee components.